Manufacturer narrative:
Ipg serial number was included in multiple field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. Investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable. In turn the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy was restored postop.